Manufacturer narrative:
Additional information: medtronic received information that the x-stage flange was damaged.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry of the system was not extending. It would move in all other directions. When they extended it, they could hear the motor running to the limit, but the gantry would not move. They could physically push it out. If the gantry was extended past half way, they were able to pull it back with the motor, however, if it was fully extended it would not pull back. There was no patient present when this issue was identified. No further information was provided.